Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited low, out of range shock impedance measurements (0 ohms). The measurements are suspected to be due to an external interference. There has been no intervention at this time. No adverse patient effects were reported. The device remains in service.